Manufacturer narrative:
Submit date: 03/06/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, the technician found the lcd broken. The unit has been repaired and tested per procedure. The unit was restored to proper operation.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer states the unit had a broken screen. On (B)(6) 2017, the customer clarified that the screen had a black line causing it to not be legible. Customer was unsure if black line was due to damage. No patient involved.